Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
This supplemental medwatch report is correcting information submitted on the initial medwatch report. Please reference sections d1 updated, d4 model # updated, d4 catalog # removed, d4 primary UDI # updated (justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation). Evaluation results: zoll medical united kingdom evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive debug an final testing without duplicating the report. The device's multifunction cable receptacle and front enclosure were replaced as a precaution. The device was recertified and returned to the customer. Review of the device log observed at 9:40:19 a shock was successfully delivered. Device recommended another shock at 9:41:45 after entering rescue protocol, however after 20 seconds the device exited rescue protocol without delivering the shock. After that event occurred the device successfully discharged multiple shocks. There are many reasons for why the charge seen at 9:41:45 may have not been delivered outside of a device malfunction. For example, if the user exited rescue protocol, as shown in the log, by pressing the exit key, the device would have disarmed the charge. No trend is associated with reports of this type.